Manufacturer narrative:
(B)(4). Batch # l53p74. Corrected data: manufacture date: 07/23/2014. Expiration date: 06/23/2019. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Please explain what is meant by, "stapled tissue open like staples would not close." This is not clear. Was the staple line complete? What was the shape of the staples (b-formation, irregular, unformed)? Did the device cut? If the device cut, was the cut line complete? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, stapled tissue open as staples would not close. Unknown how case was completed. There were no adverse consequences for the patient.